Event description:
Large osteochondral defect in the anterolateral aspect of the medial femoral condyle was fixed with 2.7 and 3.5 mm smartscrews. Eight months postoperatively in repeat arthroscopy the pt was found to have screw head floating free within the pt's joint. After removal of these loose fragments, the pt had resolution of symptoms and improved clinically.